Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. An arrow contamination shield and introducer were seated on the catheter from 50cm to 100cm. The contamination shield was removed from the catheter for evaluation. The thermistor was submerged in a 37.0c water bath and read 37.1c. The catheter ran cco in 37.0 c water bath on vigilance I and vigilance ii monitors for 5 minutes with no error message. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of the thermal filament circuit measured within specifications at 39.35 ohms. Both thermistor and thermal filament connectors were opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the catheter body or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5cc air. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint of abnormal cco readings could not be confirmed during the evaluation. No indication of a manufacturing defect was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
It was reported that "cco reading was abnormally high on the first day of use. The cco reading was 10l where the bolus co reading was only 3l. The customer commented that since the patient was on intra-aortic balloon pump (iabp), the cco reading was expected to be less than 3l." There were no error messages shown on the monitor or no abnormalities noted in the catheter. The sample of tracing was not available. The monitor and the system were replaced, but the problem was not solved. The catheter was pulled back to correct the position, but the problem was not solved. There were no patient complications reported.